Event description:
On (B)(6) 2014, the reporter contacted lifescan USA, alleging sample not drawn in. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 ¿ (12/03/2014). The patient¿s test strips have been returned on 10/28/2014 and evaluated by lifescan product analysis on 11/21/2014 with the following findings:the test strips involved with this complaint failed testing. The returned test strips, when tested with control solution, do not fill. A secondary issue was noted when the test strips were found to have results below range when tested with control solution. Tertiary and quaternary issues were noted where error 4 and error 5 were observed during control solution tests. Quinary, the test strips were found to be contaminated with an unknown substance. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.